Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. Upon removal of the liberte 3.0x16mm bare metal stent from the package, "the device looked disfigured at the stylet portion." This device was not used and there was no patient contact. Follow up indicated that the stent looked "crinkled on the balloon." Another liberte, same size, was used to complete the procedure successfully.